Manufacturer narrative:
An additional review of this complaint was performed on (B)(6) 2019. The original complaint was reported with the information provided, that the device had been discarded, with an explant date of (B)(6) 2019. Multiple attempts have been made to clarify this conflicting information, however, no information was made available. As a result, mentor is conservatively updating the explant date to (B)(6) 2019, the day that information was received that device had been discarded. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant medical products: mentor smooth round high profile 330cc saline prosthesis, catalog # 3503330, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis experienced right sided deflation post procedure. There was no trauma noted. As a result, an explant is planned for (B)(6) 2019.